Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. Additional information was requested and the following was obtained: what was the product code of the cartridge (tr45w, 6r45b, etc.)? Do not know. I was given no additional details. Did the cartridge fall into the patient? Do not know. If yes, were there any issues retrieving it? Do not know. Is the cartridge returning with the device? Do not know, I have not seen it yet.

Event description:
It was reported that during a laparoscopic appendectomy procedure, the load falls out of stapler when going through the trocar and does not stay in. Case completed with another device of the same product code. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Upon review of the information provided, it was concluded that this event does not meet the FDA defined criteria for a reportable event, and has been revised to not reportable. Additional information requested and received: what color cartridge was being used? Unknown. Did the cartridge fall into the patient? No. Individual staples. If yes, was there any difficulty retrieving it? Please explain. On which firing(s) did this event occur (1st, 2nd, 8th, etc.)? Unknown. Is the cartridge returning with the device? Rep can answer. Was there any patient consequence or change in the post-operative care of the patient as a result of the event? No.

Manufacturer narrative:
(B)(4). Additional information: batch # m53x7l evaluation result: cartridge loading. The analysis showed that the ats45 device was received in good visual condition and with a 6r45b cartridge reload present. The 6r45b cartridge was received partially fired 3/4 and with the cartridge lock out tab normal. After further evaluation it was noted that there was damage on the cartridge pan surface. The damage to the cartridge pan is consistent with an improper or incomplete loading/seating of the cartridge. If the cartridge is not fully inserted/seated into the channel, the retention features on the cartridge are not engaged to the channel windows of the device. At firing the device will push the cartridge forward resulting in the pan to partially or completely dislodge. It should be noted that 100% inspection takes place during manufacturing to ensure that the cartridges are loaded correctly. The returned device was tested for functionality with a test cartridge and it fired, cut and formed all the staples as intended. The device fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape. Although no conclusion could be reached as to how the cartridge was not properly seated before the device was fired, it is possible that the cartridge was not loaded correctly into the device or the cartridge was loaded correctly and while manipulating the devices into the tissue to be stapled the most distal part of the cartridge encountered an upward force either from contact with another device, solid structure or an organ resulting in the cartridge to partially disengage from the channel.